Event description:
Customer called to report a leak of approximately 3 milliliters underneath the coulter lh780 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, goggles and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the reticulocyte (retic) clear pump tubing had popped off. The fse reconnected the tubing, then loosened and cleaned shear valve 93 that was stuck due to inactivity. The fse advised customer to run retics daily. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).